Manufacturer narrative:
Corrections made to tab d. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the 7th marine ward, the foley catheter had spontaneously fallen out. Attempts were made to re-inflate the catheter's balloon by adding water, but it would not fill.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the device history record could not be performed since no lot number was provided. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: rinku general medical center (local independent administrative agency) UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the 7th marine ward, the foley catheter had spontaneously fallen out. Attempts were made to re-inflate the catheter's balloon by adding water, but it would not fill.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA (B)(4). Visual: inflated catheter with 10ml mbs using returned syringe. During inflation, pinhole at balloon site found measuring 0.017in. Therefore, the reported event is confirmed and does not meet specifications which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Per CAPA (B)(4) identified the potential root cause for this failure to be silicone balloon molding pin configuration when removing the balloon from the mold. Additionally, a contributor factor was identified; inspection method: the inspection method is visual and relies on the operator¿s judgment to identify any leakage in the catheter balloon during the inflation or deflation inspection test at 100 percent final inspection. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA (B)(4). Corrections: d, e this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the 7th marine ward, the foley catheter had spontaneously fallen out. Attempts were made to re inflate the catheter's balloon by adding water, but it would not fill.

Manufacturer narrative:
Initial reporter name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the 7th marine ward, the foley catheter had spontaneously fallen out. Attempts were made to re-inflate the catheter's balloon by adding water, but it would not fill.